Manufacturer narrative:
The product was not returned for evaluation. The patient was reportedly unsure if the cannula was properly seated in the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. The patient also reported the cannula was bent. We were unable to confirm the bent cannula, and therefore, could not determine if it may have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / pages 43-44: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 16.6 mmol/l (299 mg/dl) while wearing the pod between 4 and 24 hours on the arm. The patient's bg levels increased from 9.8 mmol/l to 16.6 mmol/l in the span of approximately 2 hours, after the pod was applied at 5:45 pm (on (B)(6) 2017). Overnight, the patient was given 5 units of insulin and their bg levels began to improve. The following day, the pod alarmed, requiring the patient to change the pod. Within minutes, a new pod was applied. After removing the pod that alarmed, the patient noted that the cannula appeared bent. Additionally, the patient said she was unsure if the cannula was properly seated in the infusion site at the time of the reported high bg levels.